Event description:
This report was inadvertently sent as a duplicate of report reference number 1820334-2019-01066, which reports a bird's nest intra vena cava filter implanted on (B)(6) 2012, and is related to report reference number 3002808486-2019-0025, which documents an additional gunther tulip intra vena cava filter successfully removed (B)(6) 2015. No further MDR will be sent as all known and relevant information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a bird's nest inferior vena cava (ivc) filter device sometime in (B)(6) 2012. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.